Event description:
Patient revised because of pain. Revised to a total knee.

Manufacturer narrative:
Examination was not possible as no product was returned. The root cause of the reported pain is undetermined. The investigation could not verify or identify any evidence of product contribution to the reported event. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.